Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01us-delsys / expiration date: 28 -jul- 2022 / serial#: (B)(4), UDI #: (B)(4) . Device available for evaluation: no, dev rtn to MFR? No. Mfg date: 10-feb-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) the patient died. Staining was noted on the septal after prior first deployment of the leadless ipg. However, no capture was noted and the leadless ipg was positioned with good electrical measurements noted. The leadless ipg was deployed on the second attempt. The patient then become cyanotic and hypotensive. Perforation and tamponade was confirmed via echocardiogram. A pericardiocentesis was performed for the pericardial effusion. The patient then became unresponsive and multiple rounds of CPR was performed to no avail and the patient passed away.